Manufacturer narrative:
Patient city: (B)(6). Patient country: mexico.

Event description:
Reference number: (B)(4). Event occurred in mexico. It was reported that the patient faced low blood glucose event on (B)(6) 2026. The patient got teated with juices. No further information available.